Event description:
The lens was damaged upon ejection from the cartridge, prior to implantation. There was no patient contact or injury. It is unknown if the product or injection system malfunctioned.